Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl and a no delivery alarm. Customer treated with an injection. Troubleshooting found that the pump also alarmed battery out limit. Customer indicated that they resolved the issue with a complete set change. Customer declined any further troubleshooting. Customer declined high blood glucose troubleshooting.